Event description:
Boston scientific was noticified of the following complaint: the 4th coil used detached after 2.19 seconds with no failure message - everything looked fine. Coil number 5 could not come out of the catheter because there was apparently something in it. Withdrew the catheter and confirmed that something was coming out from the aneurysm, used an in-time device to successfully fish out the item. After retreving it discovered that it was really a matrix coil with a long tail. It appeared that a thin thread from making of the coil has not been attached completely to the coil itself.